Manufacturer narrative:
Manufacturing review: a device history record review could not be performed as the lot number is unknown. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately four years and seven months later post filter deployment, inferior vena cava filter retrieval was performed for inferior vena cava filter with fragmentation to left ventricle which showed through the right internal jugular vein approach, a 6-french sheath was placed, and a pigtail catheter was inserted into the inferior vena cava to pass the filter and a venogram was obtained showing no clot or occlusion of the inferior vena cava or superior vena cava. At this point in time, the sheath was upsized. Cook inferior vena cava filter retrieval sheath and the device was then inserted with the clover snare. The filter was snared several times, however, would not be retracted into the sheath. At this point in time, all the devices were removed, and wire was placed, and the sheaths were upsized to a 12-french through 14-french 45 and 30 respective sheaths respectively. At this point in time, an ensnare was then used to attempt to remove the filter which was unsuccessful. Subsequently, the gooseneck snare was used, which was also unsuccessful. A soft-angled glidewire was inserted and a contra catheter was then inserted, which stabilized the catheter. The wire was then snared and brought out and the entire device was then withdrawn into the sheath without complication. This was removed. A completion venogram was then taken, which showed no extravasation. On the same day, the patient experienced chest pain, percutaneous extraction of residual inferior vena cava filter was performed for fractured inferior vena cava filter with embolization of metal shard to heart with perforation of left ventricle which showed there was indeed one leg missing while examining retrieved filter. A transverse pericardiotomy was now performed. The fiber and the clots were carefully suctioned away and where one can just barely see the tip of this metal shard protruding through the inferior wall of the left ventricle. This was grasped with a clamp, and it slid out easily. There was no bleeding from the puncture site. There were no complications. The patient was extubated and transferred to recovery. Therefore, the investigation is confirmed for the alleged filter limb detachment and retrieval difficulties. However, the investigation is inconclusive for the alleged perforation of the inferior vena cava. Based on the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate.

Event description:
It was reported through the litigation process that a vena cava filter was placed in conjunction with trauma situation/motor vehicle accident. At some time post filter deployment, a x-ray revealed that the filter arms detached and a piece of filter migrated to the heart and perforated the left ventricle. The device was removed percutaneously and the detached strut was removed from the left ventricle via an open chest procedure. The patient experienced chest pain; however, the current status of the patient is unknown.